Event description:
The customer reported that the 840 ventilator had a dim display. There was no patient involvement. Covidien troubleshoot this issue with the customer over the phone. The customer reported to have performed the 10k preventive maintenance. Customer reported to have passed all testing.